Manufacturer narrative:
The customer contacted a siemens customer care center. The customer changed the saline wedge and checked the lamp energy. The customer replaced the lamp, after which the issue resolved. The cause of the discordant results on the patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer of an advia chemistry xpt instrument reported that they obtained flagged results on assays when running patient samples. One of the assays affected was creatinine. The customer stated that the initial values for the patient samples were one-half of the repeat values. The repeat testing was performed on an alternate instrument. It is unknown if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.